Event description:
It was reported that an ilet user accidentally announced a smaller-than-usual meal instead of a larger-than-usual meal for breakfast and inquired whether the announcement could be changed after entry; the agent advised that meal announcements cannot be edited and that the pump¿s correction algorithm would address the discrepancy. No reported symptoms with blood glucose reported at 173 mg/dl at the time of the call. Outcomes included no reported alerts, alarms, hospital visits, or other clinical interventions. Investigation included troubleshooting and user education on proper meal announcement use and the corrective behavior of the algorithm. Investigation of this case revealed user error related to incorrect meal entry, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.